Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet wake button intermittently did not respond to taps, and the user was instructed on proper activation by pressing and holding the wake button for about one second until the device buzzes, with guidance to record a video and call if the issue recurs; the device problem corresponded to an unresponsive key/button and involved the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive wake button, traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.